Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient's mother to report a missing sensor wire on (B)(6) 2015. The patient's mother reported that no portion of the sensor wire is viable under the sensor pod or the patient's skin. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).